Event description:
It was reported that an angio-seal device was deployed following a pci procedure. The patient developed a retroperitoneal bleed and expired. The hospital would not release any additional information at this time.